Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a depleted battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7:01:00. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with depleted batteries was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The pump was charged for 24 hours to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.